Event description:
The complainant physician reported that the pt was implanted with malar implants bilaterally. After external fixation suture was removed, the pt felt that the left side implant was torn. The physician felt it was just a matter of displacement. Revision surgery was performed (B)(6) days post-implantation. The implant had shifted, and was repositioned but not replaced. The device was found to be intact. As of (B)(6) 2012, pt is doing well.

Manufacturer narrative:
Method: reviewed device history record and product labeling. Results: device history record review revealed no assignable cause for the reported event. Product labeling addresses the possibility of displacement or shifting of the implants.